Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk, intermittent up button response due to moisture damage keypad traces and bleeding lcd glass. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify button error alarm and failed battery test alarm due to motor error alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she changed the battery and received a failed battery test alarm and then she noticed the act and up arrow buttons on the insulin pump were not responding. Customer stated the buttons started working. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 140 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer stated she had another insulin pump to use and agreed to return the product for analysis.